Event description:
It was reported that the patient had the inflatable penile prosthesis 18 cm lgx removed due to a bulge on side of penis from an aneurism/herniation of the cylinder. Air was observed in the device. A new inflatable penile prosthesis consisting of 24 cm x 12 mm cx cylinders, ms pump, and 100 ml reservoir were implanted. The procedure was completed successfully and the patient fully recovered.